Event description:
The customer contact reported that during preventive maintenance testing at the user facility, a review of the device history noted a s233 (overtemperature-psc) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a review of the device history indicated a s233 (overtemperature-psc) malfunction alarm code and the fan rotor does not turn as expected. The probable cause for the s233 alarm code was due to a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.